Event description:
"Pt admitted for stroke had pulsatile anti-embolism stocking (pas) in place on left lower extremity. Because of IV in right ankle, there was no stocking applied to the right ankle, there was no stocking applied to the right lower extremity. Pt was seen at 0530 and was alert and oriented. At 0545, the pt was found unresponsive and cyanotic. Did not respond to aggressive resuscitation attempts. Staff found pas tubing from machine hooked up to heparin-locked IV in right ankle. Connectors to both IV and pas stockings are compatible. Preliminary autopsy report indicates death was due to massive air embolus." Pt apparently connected hose from pas ii pump to IV, according to the hospital's hypothesis of the event.